Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/17/2016. The fse found that the tubing through pinch valve pb37 was broken. The fse replaced the tubing, which repaired the leak. (B)(6).

Event description:
While repairing the coulter lh 500 hematology analyzer the field service engineer (fse) found the tubing through pinch valve pv37 was broken. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.